Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient bent over to reach an outlet and felt a bad shock which went down to their legs. The patient began to have pain in their back and legs the following day, but it subsided. Caller reports feeling a "crease" where the ins is and thinks the ins cracked when they bent over, but it was reviewed that is not a feasible event. On the day of the call, the patient said they couldn't go to the bathroom. When the patient does urinate, it is just a trickle. Patient followed up with their healthcare provider (hcp) and was told to call the manufacturing device company to see if the ins is working. The patient was able to connect with their ins during the call. It was advised to follow up with their hcp due to the issues the patient described because they need medical evaluation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.